Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's allergic reaction. No lot release and sterilization records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide, model: ent450, 14518-5c-aw rev e 03/16, using the pod 5 / page 42 warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 108 advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported at 15:33 his blood glucose reached 257 mg/dl and he noticed his site was itchy and believed that he may have had an allergic reaction to the insulin or to the preservatives. He also reported that he did require medical assistance but did not provide further details to this event.

Manufacturer narrative:
The product was returned with a different lot and sequence number than was reported and noted on the initial MDR. The returned product was evaluated and performed as designed. The exact cause of the allergic reaction could not be determined due to the adhesive pad not being present. No defect or deficiency that would have contributed to the reported event was found.